Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was "high", although specific value was not provided on (B)(6)2026. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. The customer changed infusion sent and cartridge after each occlusion. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.